Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited, 1 day after implant, loss of capture (loc). Reasonable evidence suggested a dislodgement so the lead was tried to be repositioned but helix issues were encountered. A new lead was decided to be implanted. No additional adverse patient effects were reported.